Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. The weekly pace lead impedance trend data shows varying impedance for min and max lv pace= 1136 to 1808 ohms range between (B)(6) 2010 and (B)(6) 2012.

Event description:
It was reported that the patient had mitral valve replacement and after surgery, the left ventricular lead impedance was high; greater than 2500 ohms. The lead impedance lowered to 1200-1500 ohms, but prior to surgery, it was lower. The patient has a higher heart rate at night and is "not feeling well." The lead is still in use. No patient complications have been reported as a result of this event.